Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error during the prime process. The patient's blood glucose at the time of incident was above 190 mg/dl. The customer also reported that the pump suddenly shut off two weeks prior to the call. Troubleshooting was initiated for the motor error alarm. The customer did not recall any significant events leading to the motor error issues. The customer was able to prime and rewind the pump; however, the alarm history was inspected and a motor position encoder error was found. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and error alarm confirmed in the history file. The motor was tested outside to the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. No black display, display anomaly or unexpected restart noted during testing. All operating currents were normal. No damage inside insulin pump noted. No erased setting or checking setting alarm during testing. The insulin pump was unable to perform test due to constant motor error alarm. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.